Event description:
According to the information, there was a pump tubing leak.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted in 1998 and revised on the following month due to a tubing leak. A pump was the sole component received for evaluation. Examination and testing of the returned component revealed a separation in the inlet tube at the tube/strain relief junction of the pump. Testing revealed this to be a site of leakage. A small area of abrasion was noted adjacent to this separation, indicating the tube had kinked for a period of time. Partial separations were noted on the non-serialized exhaust tube of the pump. Testing revealed these to not be sites of leakage. Abrasion was noted surrounding these partial separations as well as on other areas of all pump tubing. Based on previous qa simulations and examination of the returned product, qa concluded that the abrasion marks noted on all tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused the inlet tube to be kinked downwards against itself, resulting in the separation noted. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews modes of failure, such as this. Therefore, no additional action is required at this time.